Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and their sensor. The customer's blood glucose level at the time of incident was 168mg/dl. The customer's levels had been as high as 533mg/dl. The customer was assisted with lost sensor troubleshoot. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No unexpected lost sensor anomalies noted. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6)2016.